Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, on stapling and cutting, the stapler was able to fire, the staple line was incomplete distally. The device indicated tissue was fine to staple prior to firing, halfway trough, the instrument stopped firing and was unable to complete the firing cycle and showed a message that the tissue was too thick. In total 5 reloads were used from two different lots all with the same results. A manual handle and new reload was used and eventually loops were used to finish the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, on stapling and cutting, the stapler was able to fire, and the staple line was incomplete distally. The device indicated tissue was fine to staple prior to firing, buy halfway through the instrument stopped firing and was unable to complete the firing cycle and showed a message that the tissue was too thick. In total of five reloads that were used from two different lots, all had the same results. A manual handle and new reload were used and eventually oversewing was done to finish the case.